Event description:
It was reported that the display on the insulin pump was blank. The customer's blood glucose was 298 mg/dl. It was also stated that a low battery alert was received after four hours and an off no power alert occurred less than 24 hours subsequent to that. This was reported to be the second time time the off now power alert occurred within 24 hours of the low battery alert. The customer reportedly stated the battery was not previously used and the battery cap was not loose, cracked or damaged. Nothing further was reported.

Manufacturer narrative:
Off no power alarm due to corroded battery tube. Low battery alarm was not verified due to off no power alarm anomaly. No blank display anomaly noted. The device was received with cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)